Manufacturer narrative:
The device investigation has been completed and the results are as follows: device history record (DHR) reviewed results: a review of the device history for lot# 6016274 was performed and found no related deviations or abnormalities. Stock product reviewed results: there was no stock product available for review. Returned sample(s) /device inspected results: design engineer and complaint investigator inspected the part returned for investigation. The returned parts included one restoration, one abutment screw and a broken piece of abutment. The partial abutment was remained inside of the restoration and located in the channel for abutment screw. The microscopic analysis confirmed the abutment was completely sheared off on the side connecting to the restoration. The abutment screw was intact. No implant was returned for this investigation. Root cause: the abutment is apart of an overall restoration/abutment/implant system in which both restoration/abutment and abutment/implant interfaces are clamped together by means of an abutment screw. In everyday use, the entire system is subject to both compressive and lateral forces. When sufficient force is applied, the system will fail. The possible root cause for this incident was that restoration/abutment interface was exposed to prolonged lateral force and cause the fatigue of abutment at the portion connecting to the restoration. Additional information: section d: d3: manufacturer address and phone number updated from initial submission. D6b:explant date added as it was omitted from the initial submission. Section g: g1: contacting office-manufacturing site address and phone number updated from initial submission. Section h: h4: device manufacturer date added as it was omitted from the initial submission.

Manufacturer narrative:
The product expiration date was not applicable. The device was received and the evaluation is anticipated. Once the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported that an inclusive titanium abutment broke off causing the crown to fall off. The reported abutment broke off while patient was eating. The abutment was broken approximately 2 years after the procedure was done. There was no reported injury.